Manufacturer narrative:
Results: a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. The gore excluder aaa endoprosthesis, instructions for use (IFU) states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. Do not attempt to withdraw any undeployed endoprosthesis through the 12 fr, 18 fr or 20 fr introducer sheath. The sheath and catheter must be removed together. Do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. During the us clinical studies, this device was not studied in pts with two occluded internal iliac arteries. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement.

Event description:
On (B)(6) 2012, the pt underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. The physician wire cannulated the contralateral gate; but was unable to advance the sheath past the gate. The device was rotated within the sheath in hopes of getting the device past the gate but still advancement past the gate was not possible. It was reported, that due to the diameter of the pt's aortic bifurcation and common iliac artery, the physician chose not to continue advancing the sheath to the level of the bifurcation. Cannulation of the contralateral gate was then attempted by tracking the device into position outside the sheath, however, the proximal end of the device kept getting caught on the edge of the gate. The device was being withdrawn back to the sheath for removal from the pt, and it prematurely deployed. The proximal end of the device was outside of the gate; and the distal end of the device was covering the right internal iliac artery. Another contralateral leg component was deployed to seal and bridge the gap between the contralateral gate and the proximal end of the prematurely deployed contralateral leg component. The pt tolerated the procedure.